Event description:
It was reported that pump experienced malfunction alarm after pump had been dropped, with malfunction code 3 displayed and pump not able to be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, provided instructions for storage mode and pump return, confirmed shipping details, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.